Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ luer lock n35 injector had the needle exposed during disengagement. The following information was provided by the initial reporter: "this is a report about an exposed injector needle. The customer¿s report is that the injector needle was exposed when the injector was disengaged. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ luer lock n35 injector had the needle exposed during disengagement. The following information was provided by the initial reporter: "this is a report about an exposed injector needle. The customer¿s report is that the injector needle was exposed when the injector was disengaged. "

Event description:
It was reported that bd phaseal¿ luer lock n35 injector had the needle exposed during disengagement. The following information was provided by the initial reporter: "this is a report about an exposed injector needle. The customer¿s report is that the injector needle was exposed when the injector was disengaged. "

Manufacturer narrative:
H.6. Investigation: samples and photos received for investigation. Upon inspection of the image and sample received, it can be seen that the injector was connected to a connector and the safety sleeve grips have slipped out of place and the needle is exposed; likely caused by misuse of the device during connection/disconnection of the phaseal device against the mating component. A device history review was performed on IV set for reported lot 2107011c, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The lot number is unknown for the injector product, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure that the product functions properly. The injector needles are exposed if not properly disengaged, which also leads to breakage of the safety sleeve. It is important to hold the white part of the injector before engaging/disengaging. Do not touch the blue part; if the handles of the safety sleeve are pulled out of place, the injector is activated causing exposure of the needle. The injector must be removed by pulling it backwards: if it is removed without doing this, the grips are pulled out of place causing exposure of the needle. If the injector has been forced into place, the grips may also be damaged.